Event description:
Device did not function as expected. It was reported "both screws locked early while being inserted. In an attempt to back them out, they broke at the locking mechanism in the plate. In both cases, at least half of the screw was in the patient and stayed there after the products broke."

Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B) (4). There are 2 events associated with this event type (device did not function as expected) and product code (B) (4).